Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿two carefusion pumps were sent to biomed as they were not reflecting the programmed calculation. Carefusion recommended sending them to biomed to be "re-set" to correct the problem. Nothing in the device logs of the two pumps suggests anything obvious as a problem." Although no harm was reported, "other serious (important medical events)" was selected in the medsun report.